Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges was leaking due to customer overfilling cartridges. Customer¿s blood glucose level was 437-438 mg/dl. Reportedly, replacement cartridges were sent to customer.